Manufacturer narrative:
Reference record#: (B)(4). Catalog number in d4 is the international list number which is similar to u.s. List number of 062910. The disposition of the device involved in the event was unknown, therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (country) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient began experiencing stoma site redness, discharge, and pain. The stoma infection was treated with unspecified oral antibiotics. On an unknown date, the peg-j tubing was removed endoscopically to allow the stoma site to heal. New peg-j tubing will be inserted once the stoma site heals.